Event description:
It was reported that patient required low flow software due to reduced flows resulting in low flow alarms caused by venoarterial extracorporeal membrane oxygenation (va-ECMO). The patient was placed on va-ECMO due to the patient having required resuscitation. Low flow software was installed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow alarms were confirmed through the onsite evaluation by an abbott technical service representative. A specific cause for the reported low flows could not be conclusively determined through this investigation; however, it was communicated that the low flow was caused by venoarterial extracorporeal membrane oxygenation (va-ECMO). The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. B and the heartmate 3 patient handbook, document rev. B are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU, addresses pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. This section also explains that changes in patient conditions can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Following software upgrades, the hm3 lvas pocket guides to alarms for patients, rev. A, and clinicians, rev. A, explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. Section 5 of the heartmate 3 lvas patient handbook, "alarms and troubleshooting," and section 7 of the IFU, ¿alarms and troubleshooting¿ outline system controller alarms, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.